Manufacturer narrative:
Requested product was not received for investigation. Retains test strips samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 178 mg/dl 402 mg/dl,, 388 mg/dl, 127 mg/dl and 305mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.